Event description:
On 03-apr-2026, it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels greater than 401 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported to the hospital by a caregiver where the user was diagnosed in dka and treated with exogenous insulin and IV fluids and discharged 02-apr-2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with insulin and IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The user experienced periods of insulin suspension and inconsistent interaction with device alerts, which may have contributed to interruption of insulin delivery. Additionally, the user reported a bent cannula and leakage at the infusion set base following the event, which may have contributed to impaired insulin delivery. Based on available information, the event was attributed to use-related factors involving interruption of insulin delivery with a potential contributing factor of infusion set performance. No device malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.